Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on 12/08/2025, the cgm reading was critically low, and the patient self-treated with eating. The cgm reading did not change, and the patient started to experience palpations, headache, tiredness, and sweating. The patient could not take a fingerstick and called an ambulance. The patient was brought to the hospital and when a fingerstick was taken the cgm reading was low, and the blood glucose reading was 42.0 mmol/l. The patient was treated with intravenous insulin. A heart monitor was placed. No further treatment was reported to be needed and the patient was discharged after 10 hours. At the time of the report the patient was tired, but stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.